Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor and blood glucose level readings were not within an acceptable range. Her blood glucose level was 205 mg/dl but her sensor glucose level was 61 mg/dl. The customer also received a threshold suspend alarm. The product was not returned. Nothing further to report.